Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent for evaluation because, it was smoking and overheating during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.